Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, d9, g3, g6, h2, h6, h8, h11. Visual evaluation of the provided photos and returned product found the packaging exhibits damage visually consistent with water damage. Sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening implant they found staining on the outside and inside of sterile packaging. Surgeon was ok with using implant until we removed the top of sterile package and found staining inside the sterile packaging. The procedure was completed using a second device. There is no additional information available at the time of this report.